Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 787 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported other events such as vomiting and nausea. The other blood glucose level was 747 mg/dl. The device will not be returned for analysis.